Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that system was not starting. Upon functional testing fse identified the reported issue as a one-time occurrence issue. The fse told customer to restart the power supply and restart the system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that, system won't boot up. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.